Manufacturer narrative:
Approximate age of device ¿ 4 years and 8 months. The pump was returned to the manufacturer for evaluation, but the evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). While at home the patient experienced dark urine. His lactate dehydrogenase (ldh) level was in the 700s u/l, and when admitted to the hospital his ldh was in the 1300s u/l. There were no reported pump alarms and no abnormal pump parameters. The patient¿s pump was exchanged on (B)(6) 2015 due to suspected thrombus.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the proximal-side of the outlet stator revealed a soft, white, loosely seated deposition on the outlet bearing ball. The deposition was not adhered, lacked lamination and did not appear to have originated in this location; however, its specific origin could not be determined. Although the duration in which the deposition was present in the pump could not be determined, contact marks were present on the outlet portion of the rotor and the outlet bearing cup, indicating that the deposition was present while the pump was supporting the patient. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. A breach in the insulation of several wires was found near the metal connector; however, this damage was consistent with instrument damage and was most likely caused by the removal of the bionate and shield layers within the percutaneous lead during the investigation process. The pump was functionally tested under normal operating conditions using a mock circulatory loop. The percutaneous lead used for the pump motor evaluation was not the pump's original percutaneous lead, due to the damage to the original percutaneous lead caused during the investigation. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: nausea, vomiting, hematuria. Black colored urine. Ldh on admission was 1692 I/ul and hgbn 48.8 mg/dl. Put on heparin gtt, and labs downtrended. Pump exchange due to continued hematuria and abnormal pump parameters.